Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic laparoscopic inguinal hernia, there was a b30 error code. It was said that the scope was no longer available for use. After the error occurred, about 30 minutes was spent repeatedly unplugging and replugging the scope and main body, even wiping it with alcohol, but the phenomenon could not be resolved. The procedure was completed by changing to another scope. There was no reported patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8 the device was returned to olympus for inspection and the reported failure of b30 scope communication error was not confirmed. A root cause could not be identified. Based on the results of the investigation, it was confirmed that the error did not occur, and image was output normally. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.